Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Failure analysis investigation also found the following additional damages to the instrument: there is an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the damage to the distal pulley was likely due to mishandling/misuse. The distal end of the instrument's main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and are not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci ventral hernia repair procedure, the cable on the prograsp forceps instrument broke. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.